Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown, gel bleed, lymphadenopathy, visibility/palpability and cyst.

Event description:
Healthcare professional has reported: "change in the shape and consistency of the right breast, implant membrane appears to be detached from the capsular profile on the posterior-lateral side and inside with presence of silicone in the area between the implant and the capsule as if the capsule was broken. Device has been explanted.